Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156262 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 156262 and test base part number 195-430h / lot 152975. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 156262 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal swab. Repeat testing was not performed. Confirmation testing with pcr generated positive results. The customer stated the patient had unspecified symptoms. The customer confirmed there was no patient harm due to the test results.